Event description:
In 2000, the patient's morning fed blood glucose on their one touch ii meter was 71 mg/dl. Pt did not take insulin. Pt reports having no appetite, being extremely thirsty and vomiting throughout the day and through the night. The following morning, their blood glucose was 81 mg/dl. Pt was transported to the hosp where a lab result was 2200 mg/dl. The pt was admitted for diabetic keto-acidosis and treated with IV fluids, antibiotics and insulin.